Event description:
While attempting to insert an IV, the needle came out of the catheter so that the catheter was in the patient's vein and the needle was sticking upward out to the skin. The entire device was removed and pressure was held. A simple dressing was applied.